Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The device passed a self test with no unexpected low battery or no power alarms noted. There was intermittent response from the buttons, due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, and a missing end cap sticker.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and customer could not clear an alarm indicating the battery had been out of the device for too long. Customer's blood glucose was not known. It was stated the insulin pump had fallen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.